Event description:
During endoscopic sinus surgery, the blade tip bent and broke after approximately one minute of use. The surgeon recovered the portion of the blade from the handpiece which did not result in a delay in surgery. The original procedure proceeded as intended without the use of additional equipment or surgical procedure. There was no adverse patient sequela reported. The nurse present at the case confirmed the tip of the bur did not break off in the patient. It was extracted in one piece when removing the handpiece from the patient. All portions of the broken bur were returned, indicating that no device fragments were left in the patient. Visual inspection found no damage to the teeth of the inner or the outer blade and no damage to the inner or outer hubs. Visual and dimensional inspection showed that the middle tube fractured at the first loop of the dovetail spiral wrap causing approximately 1/2 inch portion of the tip to become detached. The "dovetail spiral wrap" is the top, curved portion of the middle tube where it is designed to allow a curved tube that can rotate. Functional inspection showed that the blade would load properly into the handpiece. IFU statements include, but are not limited to: "should a blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the blade are retrieved and removed from the patient. Unremoved blade fragments may cause tissue damage to the patient."

Manufacturer narrative:
This product was being used for treatment, not diagnosis. Several initial descriptions existed describing the product problem: "burr bent and broke while in use", "it broke away from the shaft", and "then partially detached from the shaft." Clarification of the product problem was requested and included a picture of the product to determine reportability. The information given to a medtronic employee from the user facility included: "during the case the tip started to unravel and protruded out the end of the shaft and became partially detached from the spiral wrap bending over at that point. It did not become fully detached, and no fragments were produced in this event." A reportable event was not indicated at this time. The product in question was received at medtronic on nov 09, 2010 for evaluation. It was determined the tip had become completely detached and that a reportable event had occurred. The product was received without the finished goods package and a lot number could not be determined. The user facility stated to a medtronic employee "we are not precisely sure about the lot since the hospital unpacks the items and puts them in a generic "pick bin" but the items in this bin have the following lot numbers: h7665195, and h7670245. The packaging was not kept so we are unsure of the exact lot number." This is the first report of this type on either of the blade lots in question. While it is not common for a powered bur/blade to break, our data shows that on rare occasion, a serious injury (si) or surgical intervention has occurred due to a break resulting in a device fragment. Most blade fragments are easily removed from the patient without additional intervention or direct harm and allow the surgical procedure to proceed as intended. The FDA guidance declares that if a malfunction has caused a death or si even once, then it means it is "likely" to recur. Given this guidance and our experience with blade breaks, any blade break resulting in a device fragment is submitted as a reportable malfunction.